Event description:
It was reported that a 74 yo female patient, initial left total hip arthroplasty performed on (B)(6) 2017, underwent a revision procedure on (B)(6) 2023, approximately 5 years 11 months post the initial procedure. The patient had presented back to the surgeon¿s office with complaints of pain, stiffness, and dissatisfaction with their left tha. Upon examination, the patient had a recalled gxl liner and was signed up for left revision tha possible poly swap. The patient underwent a total acetabular revision using a competitor¿s dual mobility component and an exactech femoral head. There was a 15¿30-minute surgical delay during the procedure due to the patient had to have the cup removed due to impingement from the neck onto the cup edge. There were no adverse events to the patient because of the delay. There were no device breakages reported. The patient was last known to be in stable condition following the event. No devices are available for return. The implants are being sent to the lab and legal at the hospital. No further information.

Manufacturer narrative:
D10: concomitants: 101-05-30 - 3.2mm drill bit30mm 1pk, 4929743. 170-32-03 - biolox delta femoral head 32mm od, +3.5mm, 4088194. 180-65-30 - alteon 6.5mm screw, 30mm, 4927370. 186-01-50 - integrip cc, cluster 50mm, g1, 4754903. 188-00-04 - wedge plasma s/o sz 4, 4149340. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.